Event description:
On 13-feb-2026, it was reported by a sales representative via phone that an ar-1927pst-3 corkscrew suture anchor had the sutures were doubled through another suture and the implant was unable to seat. This occurred during use in a case with no patient effect. No delay to the case. The case was completed using the same device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.